Event description:
Boston scientific received information that during a routine follow up visit, this right ventricular (rv) lead exhibited high threshold measurements and a rise in pacing impedances greater than 2,000 ohms. A revision procedure will be performed in the near future. No adverse patient effects were reported. No programming changes were made. The rv lead remains in service.

Manufacturer narrative:
The rv lead remains in service and will not be returned to boston scientific therefore, the clinical observation could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and amended report submitted should further information be provided.